Event description:
Healthcare professional reported, right side textured implant. And MRI confirmed rupture. The device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, device patch with lot number 1707488, an opening, and brown particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported right side textured implant and MRI confirmed rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional data: a.2, d.4, d.6a, h.4, h.6.

Manufacturer narrative:
Continued e.1 zip code:(B)(6).

Event description:
The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side textured implant and MRI confirmed rupture. The device remains implanted.